Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
One month post second stage (abutment placement) child was playing when he was kicked in the head at implant site. The implant was dislodged. Revision surgery date not yet decided.